Manufacturer narrative:
Evaluation summary: the device was received by a company representative and is in transit to the manufacturing site for investigation. Investigation including root cause analysis will be completed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported that five years following a glaucoma filtration device (gfd) implantation procedure, the device was removed and a trabeculectomy was performed. The device is suspected to be clogged. The situation of the patient's eye was good for two years. Starting from three years after the surgery, intraocular pressure (iop) had begun to gradually increase. Additional information was requested.

Manufacturer narrative:
The sample was received for investigation: the sample was returned in a plastic bubble wrap, the wrap included a plastic bag containing the device. The device was forward for physical investigation, visual inspection was performed. No damage or scratches where found on the device, the lumen was clogged, after cleaning, the lumen was open. The device was found conforming. The DHR (device history record) was reviewed and no abnormalities were found. The product was released in accordance to the manufacturer's release criteria. All products pass 100% final inspection at the manufacturer prior to approval. If a blockage would be noticed, the product would have been rejected immediately. The root cause is inconclusive - unable to verify, since the device was in use for 5 years and a blockage could have been caused by many different reasons during and/or after the clinical procedure. The blockage does not seem to be product related since after cleaning the device the blockage was removed. Therefore, there is no evidence for an inherent defect that might have caused the event. Prior to complaint handling and product inspection, the returned sample is sterilized with gamma radiation. As a result it is impossible to determine the source of the organic material that block the device's lumen as after it was expose to sterilization it mainly appear as carbon without other unique feature such as structure. The device was found to be clogged, thus the complaint is confirmed. The manufacturer internal reference number is: (B)(4).